Event description:
It was reported that the helix of the right ventricular (rv) leadless pacemaker (lp) became stretched prior to fixation during the implant procedure. The lp was removed and a new lp was implanted to resolve the event. The patient was in stable condition.